Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead exhibited loss of capture. The patient returned to the electro physiology lab and the lead was successfully repositioned. To date, no adverse patient effects have been reported.

Manufacturer narrative:
The lead was successfully repositioned and remains implanted.

Event description:
Additional information became available that this lead was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4).upon receipt at our post market quality assurance laboratory visual observation confirmed that the lead was returned severed in several pieces and there were setscrew markings noted on the terminal connectors. The clinical observations could not be confirmed.